Event description:
Pins and rods were inserted in rptr's back, and 3 drs said this device was not necessary, causing increasing pain and a necessity for pain and muscle medications. Rptr has had surgery on 3/29/90, 6/90, 7/91 and 11/92. Rod and pins removed, and condition is improving.